Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After pre-dilation using a 2.5mm non bsc balloon catheter, intravascular ultrasound was performed. Additional dilation was attempted using 8mm x 3.00mm nc quantum apex balloon catheter however during the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient and was exchanged with a 3.0mm non-bsc balloon catheter. The procedure was completed. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with a nc quantum apex pouch and a hoop. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. Examination under magnification revealed a longitudinal tear 2mm long and scratches on the balloon over the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After pre-dilation using a 2.5mm non bsc balloon catheter, intravascular ultrasound was performed. Additional dilation was attempted using 8mm x 3.00mm nc quantum apex¿ balloon catheter however during the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient and was exchanged with a 3.0mm non-bsc balloon catheter. The procedure was completed. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).